Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, at the time of initial implant, the reservoir could not be placed and therefore, the pump was capped with a true lock plug. At the time of re-surgery to implant the reservoir, the true lock was noted to have come off the pump and therefore the pump was replaced.